Event description:
The service report shows that while the nellcor puritan bennett customer support engineer was performing service on the ventilator, he found that the filter heater assembly was not heating. The nellcor puritan bennett customer support engineer (npb cse) verified that the filter heater was not heating due to physical damage to the heater assembly. The npb cse inspected the device and replaced the filter heater assembly. The unit passed extended self testing. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.